Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Internal abrasion breaching the inner coil and re lumen was found at 4.4 cm to 4.9 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.